Event description:
Home pt reports pt line of homechoice set was not priming completely. Home pt was able to prime line with a reprime attempt. Per home pt, there was no pt injury or medical intervention as a result of incident.